Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 02-apr-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 2 mg/ml morphine at 0.6874 mg/day. It was reported that they had a catheter revision on (B)(6) 2016.